Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative who reported that they planned to program the pump off today to silence the alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 5mg/ml at 1.4mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The healthcare provider reported the pump went in to a motor stall on its own 1.5 weeks ago (B)(6) 2017 @ 0614 with a recovery 0707. Then (B)(6) 2017 @ 1846 another stall with no recovery to date. The healthcare provider stated that the patient was unable to get off blood thinners so they were postponing explant and want it programmed to off state. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: (B)(4) no longer applicable.

Event description:
Additional information received reported that the patient experienced feeling sick for 2 weeks. Anxiety x 1 week, diarrhea, itching, poor sleep. At the same time the patient had been diagnosed by the primary care provider with pneumonia. On (B)(6) 2017 the patient had a pain office visit and patient thought the illness was related to the pneumonia and the beeping was hearing aid batteries. The patient requested the pump to be turned off at that time. The pump was interrogated. On (B)(6) 2017 the pump was placed in pump stopped mode, the alarms silenced and pain medication prescribed. On (B)(6) 2017 the pump was shut off using the provided code. The cause of the motor stall was not determined and had been resolved as the pump was shut off.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-apr-05. It was reported that the patient experienced a return of baseline pain and flu-like symptoms. Interrogation was performed on (B)(6) 2017, and the motor stall was still occurring. No recovery was noted. The pump was placed in "stopped pump" mode. It was indicated that there had been no recovery to-date. The patient was placed on oral pain medicine, the pump was filled with saline and stopped. The cause of the motor stall was not determined. It was reported that the motor stall had not been resolved. It was stated that the patient was on chronic plavix use and was having other pulmonary issues, and they were unable to perform surgery for replacement or explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer on 2018-apr-27.it was indicated that the provided information was confirmed with the physician. It was reported that the patient's weight at the time of the event was (B)(6)pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.